Event description:
It was reported that during central processing, the technician found the maryland bipolar forceps cable was cut at the end of the clamp. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken/loose cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of broken conductor wire is attributed to a component failure. No functional test for energy activation could be performed due to the wire breakage. Upon additional observation, it was found that the instrument had a broken bipolar yaw pulley. A broken piece was missing as a result of the breakage. The size of the missing piece was approximately 0.17" x 0.08". This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The complaint regarding a broken/loose cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.